Manufacturer narrative:
Further information was requested but not received. The event date is an estimate.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance noted since february 2024. The lead was explanted and replaced. The patient was in stable condition.